Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported communication problem (signal lost) and material separation appear to be related to operational context. In this case, it is likely that the guidewire became kinked/bent which caused damage to the guidewire¿s internal components and resulted in the reported communication and material separation; however, since the device was not returned, the guidewire damage was not able to be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D3: correction (manufacturer establishment name, address, city and postal code, region state) d9: correction device available for evaluation from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the pressurewire x, wireless device was to be used in an unspecified lesion. However, the pressure trace was lost. The device was removed and it was noted the pressure wire had separated into two pieces. Nothing was left in the patient, but to be sure the guide catheter was removed in case any remnants were in it. Another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.